Manufacturer narrative:
A verathon complaints specialist followed up with the biomedical engineering department to get a status update on the device. The biomed stated that the cable was evaluated after the event and that it was working as expected. They noted that the cable was connected to a monitor and blade while simulating use. The biomed also confirmed that during the evaluation, the cable was manipulated from one end of the connector to the other. Even after manipulating the cable, the device would produce an image that was stable and clear with good color rendition. The biomed requested the device be returned to verathon for further evaluation.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to patient or user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for further evaluation. A verathon technical service representative evaluated the returned smart cable where they were able to duplicate the reported disappearing image issue. It was found that there was a bulge in the cable near the hdmi connector and that when the cable was manipulated, the image would disappear on the monitor. Since the customer received a replacement and there are no repairs available for this device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.